Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the cp5. During pump stop, there was a large horizontal bar on the display. The user turned the encoder, then pump restarted and the display came back to a normal display. There is no evidence that an error message was displayed onto cp5 display. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cp5 pump stopped for about 15 seconds. The display was not functional during the pump stop. The event occurred at the end of the procedure. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: the log file of the cp5 panel were retrieved and analysed: no technical error message was stored on the date and time of the event. The cp5 panel was returned to livanova for a dedicated inspection and functional test. The reported issue could not be reproduced, and the device operated as expected. Technical safety inspection was carried out and passed successfully, therefore the unit was put back into service. The involved unit was manufactured in 2015 and, according to the complaints database review, no other similar incidents have been reported. Complaints database statistical analysis did not detect any adverse trend about reported failure mode. Based on the investigation findings, the most likely root cause of the event is a temporary electrical failure completely restored during service activity.. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.